Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that one day post implant, this right ventricular (rv) lead exhibited decreased sensing and loss of capture (loc). An x-ray confirmed that the lead dislodged. Surgical intervention was performed and the lead was successfully repositioned.